Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thick leaflet). It could not be confirmed if user technique/procedural conditions also contributed to the reported slda. The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. The reported dyspnea was likely the secondary effect of the worsened mr. The reported patient effects of recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and thick anterior mitral valve leaflet. One clip was implanted reducing mr 1-2. On (B)(6) 2018, the patient presented with dyspnea. On (B)(6) 2018, transthoracic echocardiography (tee) was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to 3-4. There was no tissue damage visible. On (B)(6) 2018, an additional tee was performed which confirmed that the clip was still attached on one leaflet and the patient outcome did not change. No further mitraclip procedure will be performed as the anatomy was not suitable/promising. The patient is being considered for mitral valve replacement surgery. No additional information was provided.